Event description:
It wa reported via the edwards' clinical affairs department that a patient (clinical study) expired after an implant duration of approximately 2 years. Per the initial assessment, there is a possible device relationship. However, the cause of death or additional information have not yet been provided by the user facility despite multiple attempts.

Manufacturer narrative:
Evaluation: method = device not returned. Additional manufacturer narrative: additional information has been requested from the user facility in order to determine the relationship of the edwards' device to patient's death. There has been no information to suggest a device malfunction at this time. Also, no information to suggest that the device was explanted at the time of patient's death. Updates on this event will be reported once received.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided regarding the cause of patient's death despite multiple attempts.